Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and balloon. There was blood in the inflation lumen and guidewire lumen. The balloon was loosely folded. At the exit notch moving distally towards the tip of the device, in the length of 48mm, both the guidewire lumen and inflation lumen were torn open and apart. The damage is consistent with damage likely due from difficulties removing or inserting the guidewire, handling damage during preparation, and use during the procedure or post procedure.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified circumflex artery. Following pre dilatation with a 2.50mm x 12mm emerge balloon catheter, an unknown stent was introduced but it could not be advanced and was removed. The emerge balloon was re-inserted and as it was being advanced, the shaft broke at the distal end proximal to the balloon portion. The balloon was removed safely and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified circumflex artery. Following pre dilatation with a 2.50mm x 12mm emerge balloon catheter, an unknown stent was introduced but it could not be advanced and was removed. The emerge balloon was re-inserted and as it was being advanced, the shaft broke at the distal end proximal to the balloon portion. The balloon was removed safely and the procedure was completed with another of same device. There were no patient complications nor injuries reported.